Event description:
The product was used during a wedge resection procedure. Reportedly, the instrument was difficult to open. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.